Manufacturer narrative:
Product event summary: the reported issue was confirmed. Crack was confirmed on the upper case. Flex board was replaced due to pacing failure. Upper case (due to crack), key panel, key pad and o-rings were replaced. The epg case was opened, cleaned and inspected, then the electrode was cleaned. The pacing output, sensing sensitivity, rate and internal circuit were calibrated, then functional test and performance test were performed by test console. Normal operation was confirmed. Service label was attached. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action.

Event description:
It was reported that while the external pulse generator (epg) was being used on a patient, when the dial was set to pace at 80 beats per minute (bpm), the epg only paced at 70 bpm. The epg was replaced with another device to resolve the issue. The epg was returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.